Event description:
Customer reported the collimator needs adjustment. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the collimator was 10mm out of alignment. Aligned the collimator. System operates as intended.